Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that there were holes in the tubing near "the yellow tab". Mmdg made three attempts to follow up and gather additional information, but no other information was available. (B)(4).